Manufacturer narrative:
Per tandem¿s t:slim user guide: reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 and 25 occurred during the load process. Reportedly, the customer reused a cartridge. The customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.